Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the proximal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2006. On (B)(6) 2010, liver function tests were performed and recorded. On (B)(6) 2010, baseline biliary obstructive symptoms were assessed and included; jaundice, itching, dark urine, and pale stools. Also on (B)(6) 2010, a pre-study stent placement cholangiogram revealed a proximal biliary stricture. A sphincterotomy was performed prior to the procedure, as well as during the procedure. The stricture had been previously dilated with one plastic stent, which was removed prior to the placement of the study stent. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an in-patient and discharged on (B)(6) 2010. On (B)(6) 2011, the study stent was removed during per protocol removal. On (B)(6) 2011, the patient underwent an endoscopic intervention to treat a biliary obstruction. A recurrent stricture was noted in the original location. Per the investigator's device causality assessment, the recurrent stricture was related to the study stent placement. A non-study stent was implanted within the recurrent stricture. There were no patient issues during the re-intervention, and the patient was reportedly doing fine post procedure. The study site also reported two events of acute pancreatitis occurring on (B)(6) 2011 and (B)(6) 2011. Both episodes of pancreatitis were resolved without residual effects, and according to the investigator's device causality assessment, the acute pancreatitis was not related to the study stent placement.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. There are potential complications listed in the dfu that describe the clinical results of stricture reoccurrence. Therefore, the most probable root cause is anticipated procedural complication.